Manufacturer narrative:
(B)(6) / 01/22/2019 / work order (B)(4) added to complaint / status: completed date completed: 01/22/2019 hardware: pass software: pass instruments: pass mechanical tests: pass imaging modalities: pass cable grade: a record type: o2 system checkout contact: (B)(6) system inspection: pass does the system perform as intended?: yes were hardware parts replaced?: no action/resolution: could not recreate issue. Obtained logs. A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended and the issue could not be recreated. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding an imaging system being used outside of a procedure. The rep indicated that the radiology technicians were attempting to resolve an issue where the o-arm was stuck in standalone mode. The system was restarted and disconnected/reconnected then the issue was resolved. There was no patient present at the time of this issue.